Event description:
It was reported that, "the pt's knees have never stopped hurting since the surgery. It hurts on both the outer and inner parts of the knee. When he walks, it hurts on the top and bottom of both knees. He knees are swollen all of the time. The more walking and activity he does the more swelling and pain he experiences. After activity and he sits to relax while the swelling occurs, he can barely bend them if at all. Any time he sits, it takes everything he has to get up to a standing position. He feels very unstable on his feet as if they are trying to bow into each other especially when he steps down from steps. He has more pain now than he had before the surgery." This per is reporting left knee.

Manufacturer narrative:
The following devices were also listed in this report: series 7000 standard tibia: cat #7115-0011, lot #mepmk9. Scorpio cr m/s femur w/lfit: cat #70-5111l, lot #m9vmme. Scorpio m-dome x3 patella: cat #73-20-0110, lot #v169. Simplex p speedset full dose 1 pack: cat #6192-1-001, lot #ddq008. It cannot be determined which, if any of these devices may have caused or contributed to the reported pt pain. An eval of the device(s) cannot be performed as the device(s) was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.